Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. The customer stated that the drive support cap was slightly indented. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer reported a crack in the battery compartment. Troubleshooting was provided. The motor error had occurred multiple times before. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads. Device passed displacement test. However device alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Unable to verify excessive no delivery alarm and perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.